Event description:
Journal reference: schupbach m, maltete d, houeto jl, et al. Neurosurgery at an earlier stage of parkinson disease: a randomized, controlled trial. Neurology. 2007; 68 (4): 267-271. The article describes the results of a study involving pts being treated with bilateral or unilateral deep brain stimulation (dbs) for symptoms related to advanced parkinsons disease. The goal of the study was to assess whether surgery at an early stage would maintain quality of life as well as improve motor function. The pts had parkinsons disease for a short duration 6.8 years plus or minus 1 year. Pts were assessed at 6, 12 and 18 months. Some patient complications were noted during the study. One pt whose parkinsonian signs had almost completely disappeared after surgery developed a somatoform disorder. Whether stimulation was the cause could not be ascertained. Treatment and additional outcome info was not provided.